Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had inflammation on the anterior surface of the lens. It was reported that only three patients in the past year have required laser to this anterior capsule inflammatory material out of probably 150 cataract surgeries. No further information is expected.